Event description:
A complaint was received reporting of high sensor readings with the adc device. On (B)(6) 2022, a glucose scan of 101 mg/dl was compared to a blood glucose test of 37 mg/dl and as a result, the customer had a loss of consciousness. The customer was provided baqsimi glucose nasal spray by a non-healthcare professional for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.